Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser system kept switching to standby mode at 172,073 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber cap shows signs of a circumferential fracture of the glass cap distal to the outer flow tube and metal cap joining zone. The fiber proximal to fracture within the outer flow tube can rotate freely from the portion nearest the output window. The glass cap exhibits devitrification, detritus, and contamination, likely biologic. The metal cap exhibits char, detritus, crystalline residue, and contamination, likely biologic on the cap surface. This failure mode is indicative of a fracture beneath the metal cap and could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/ user handling, due to anatomical/ procedural factors encountered during the procedure.